Event description:
The company was made aware on (B)(6) 2020 of a patient that had poor wound healing, which resulted in exposure of the lead. The physician explanted the device and plans to re-implant in the near future.